Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. A lens work order search was performed. One similar complaint found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.0/+1.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Lens rotation was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: d 6a.- (B)(6) 2020 should be corrected to (B)(6) 2020. Claim# (B)(4).